Event description:
As reported by the field clinical specialist (fcs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29 mm sapien 3 valve, after the valve was successfully implanted, a perclose (non-edwards closure device) failure was observed at the access site. This resulted in a perforation which required a stent to be placed. There was no allegation of an edwards device deficiency. Ew reference number: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).